Event description:
(B)(4). It was reported by the consumer that the 9805 hydraulic lift tipped to the right side. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Two MDR reports will be submitted for this complaint, because of different event dates were reported, and the file numbers are the following: (B)(4).